Event description:
This 47 year old female had subcutantous mastectomies with silicone breast implants done in 1978. The implant manufacturer is unknown to this reporting facility. The patient presents with numerous systemic complaints of headache, and chest pain and wishes removal of the implants. Gross exam: both implants were ruptured with gross leadage of silicone gel.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.